Event description:
Customer reported that he was treated by the paramedics for low blood glucose. He also stated that the insulin pump had a crack on the screen. No additional info was provided at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.